Manufacturer narrative:
Additional information has been requested including the lens lot number but no new information has been received. Investigation is underway.

Event description:
It was reported that post implantation the patient presented with a refractive error. (B)(6) visual acuity test was performed and patient is able to read 6/9 with an add of +8d. According to the surgeon, the patient's fundus is fine. Surgeon is not planning explantation. The patient is able to read with glasses up to 6/9.